Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for a planned treatment/non-emergency treatment which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and could not be able to replicate the reported issue. Fse checked the system and phase fault was detected. Fse asked ups company vertiv to check ups, no fault found and system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Ups power failures or outages may occur that can cause the allura system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. Upon further investigation, it was found that this ups does not declare to be compatible with igt systems. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.